Event description:
On 19-sep-2025 the user contacted beta bionics reporting a low blood glucose (bg) event while in the ilet¿s initial learning phase. The user¿s lowest bg was 60 mg/dl. The user treated the low with two slices of cake, apple juice, candy, and sugar tablets. The agent explained that the ilet algorithm requires several days to adjust to the user¿s unique insulin needs during the onboarding phase and that temporary dosing variations can occur during early adaptive learning. The user was reminded to follow the 15g carbohydrate rule and repeat treatment as needed for low bg events. The user¿s bg stabilized, and no further assistance was required. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.